Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 82 noted during test. Verified in the pump history download the pump alarmed pump error 82 (line number: 427, file number: (B)(4) on (B)(6) 2024 10:09:06.000. Motor was tested outside of the device and passed. The motor had an intermittent failure noted detected during test as per global logic analysis esf3764387. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assembly, cracked case (battery tube), scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing; no pump error 82 noted during test. However, the pump downloaded history confirmed the pump alarmed pump error 82, problem isolated to the motor assembly. Confirmed light moisture damage to the pcb1 board during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and customer reported receiving a pump error 82. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880l was requested and customer response was the device will be returned.